Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears could not be conclusively determined. The reported surgery and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc). During recovery post-procedure the patient went into heart block. On (B)(6) 2024 a permanent pacemaker was implanted. The patient had a prolonged hospitalization for monitoring. The patient status was stable.